Manufacturer narrative:
The knee block assembly was designed to attach to the down-tube bracket using two 5/16-18 bolts. These bolts go through the knee block assembly and thread into two standoffs, one welded on either side of the down-tube bracket. This design was tested according to resna section 8 (requirements and test methods of static, impact, and fatigue strengths), including 200,000 cycles on double drum, and 6,666 cycles on curb drop, and passed. Examination of the referenced wheelchair and seating system indicated that the failure occurred. Through fatigue of the two attachment bolts, the fatiguing motion being in the medial plane. It was found that the standoffs to which the knee brace assembly was attached, were located slightly proud of the down-tube bracket, which allowed a slight rocking motion of the knee brace assembly on the down-tube bracket. This rocking motion is what led to the fatigue failure of the attachment bolts. Corrective action: the design for the knee block assembly will be modified with counter bores that will allow it to sit flush against the down-tube bracket even if the standoffs are sitting proud. As an extra precaution, the knee block assembly design will be modified to include 2 more attachment bolts which will further reduce the possibility of a similar failure. These parts will be re-tested in accordance with resna section 8. Upon successful completion of tests, knee bolster mount kit will be sent to all the affected customers.

Event description:
Motion concepts sold a power wheelchair to american seating and mobility in (B)(6) 2012, and they sold it to (B)(6). Was using her invacare fdx wheelchair with motion concepts seating system on (B)(6) 2014 around 12:30 when the bolts holding the knee blocks to her standing chair broke. It is unk as to her activity at the time of incident. (B)(6) has no lower extremity support and therefore was suspended by her body point chest harness which added pressure to her inner cannula and under her arm pits. Being a complete quad she was unable to release the chest harness to relieve the pressure and had to wait for the caregiver to unzip the harness. The client did not fall or hit her head, or lose consciousness during this situation. (B)(6)'s husband took her to (B)(6) urgent care for examination. She was diagnosed with mild bilateral subluxations in her shoulders, sprained ankles and some tenderness in her neck. A further order was written for x-rays of her ankles which (B)(6) has not followed through at this time. The doctor gave her braces to wear on her ankles and a prescription of hydrocodone to help with any pain.